Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not been recovered from the field. The initial belt evaluation was performed through a review of downloaded software flag files. The flag files did not indicate any fault faults or patterns of flags that would suggest a device malfunction.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. It was reported that the patient was at home and alone during the event and was found lying in his kitchen. It was reported that the neighbors heard the device alarming to call for help and that paramedics were called to the scene. Per review of the treatment event, the patient received one appropriate treatment shock at 07:20:07pm on (B)(6) 2016. The rhythm at the time of the treatment was vf with signal artifact on the fb channel. The post shock rhythm was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. The patient subsequently passed away.